Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, (B)(6) 2010; 429888 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that at the post-op week one check the patient had redness at the incision site and then bloody drainage. A culture was taken from the incision site which showed growth of pseudomonas. Patient received intravenous antibiotics (IV) and a pocket revision was performed for the pocket infection. The implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.